Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explant procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgment. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, cuttings in the insulation and deformations of the outer coil were observed, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that a revision procedure was performed due to a right ventricular lead dislodgement. During the procedure the physician thought there might be tissue in the helix, thus the lead was explanted. The surgeon opted to cut the insulation on the explanted lead and use it to gain access for the new lead. At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.